Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/reporter, the pt's son, in (B) (6), contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. On (B) (6) 2010, the technical service rep (tsr) spoke with the reporter to obtain and verify info. On (B) (6) 2010 at 8:30 am, the pt obtained the blood glucose reading of 177 mg/dl on the reported meter. After this reading, the pt took protaphane insulin twenty units. Two hrs later, the pt experienced the symptom of difficulty breathing and became comatose. While comatose, the pt's blood glucose level was tested to be 151 mg/dl on the reported meter. The pt received no treatment, and family members contacted emergency services. Paramedics arrived one and a half hrs later and transported the pt to the ER, where her blood glucose level was tested to be 15 mg/dl. The pt was admitted to the hosp. No info was provided as to her treatment. The pt's expected blood glucose readings are 110 mg/dl to 120 mg/dl. The pt's claimed that based on the readings obtained over the previous few days, she increased her doses of protaphane insulin from fifteen units in the morning and ten at night, to twenty units morning and night. It is not clear if the pt's physician advised her to increase the insulin doses, or if the pt chose to do so on her own. The pt allegedly suffered symptoms suggesting severe hypoglycemia, including coma, after taking increased dose of insulin based on elevated meter readings, and received emergency medical attention and treatment. Therefore, this complaint is being reported.